Manufacturer narrative:
2 of 2 devices were returned for evaluation. Evaluation of two devices found normal chuck wear and the turbine needed to be replaced. The device was repaired and returned to the customer.

Event description:
This report summarizes 2 malfunction events where a midwest low speed attachments - contra angle sheath would not hold burs.

Manufacturer narrative:
Incorrectly submitted summary report for vmsr ineligible product code and reducing the value of the total number of events summarized.

Event description:
In this event it was reported that a midwest low speed attachment - contra angle sheath would not hold burs. No injury resulted.